Manufacturer narrative:
Biomérieux conducted an internal investigation: system was operational during the test. The customer obtained the expected identification after a retest of the sample with vitek® ms knowledge base (kb) 3.0 was enterobacter (low discrimination). Therefore, vitek® ms system worked as intended. The identification issue observed by the customer (single choice to citro. Koseri) has not been reproduced after the re-test. The expected identification, found with an unknown alternative method, was enterobacter (no more information received about the species name). There is a specific limitation in the kb user manual ref. 161150-556-b for vitek ms clinical use v3.0: enterobacter cloacae and enterobacter asburiae identifications should be considered as a slashline result, enterobacter cloacae/ enterobacter asburiae. The final identification should be confirmed before sending the final selection to the lis or to the vitek® 2 for ast results. The suspected root cause of the issue: * non-optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported obtaining a false identification result when using vitek® ms to identify an enterobacter strain. An isolate has been identified as citrobacter (99.9%) strain by vitek® ms. However, this identification was not coherent with the culture. This isolate was flagged as a multi drug resistance microorganism and was subject to further testing. With the alternative testing, the result came back as enterobacter. The identification with vitek® ms was repeated and the result was enterobacter. Thus, the first vitek® ms identification was wrong. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.